Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there was measurement failures, broken protector and intermittent failure. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned module was evaluated. During evaluation the module passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The module was determined to be functioning as designed.